Event description:
It was reported by the manufacturer representative (rep) and the health care provider that the patient might have an intermittent impedance issue. Although one was not seen today for the c8 (the value seen today was 2500 ohms), the patient mentioned that the impedance was at 18,000 ohms previously. The patient still saw the oor message (see (B)(4)¿ oor error code 1703). Ts reviewed the reasons for oor, settings too high, and impedance. Reviewed the message they saw on the tablet, reviewed lowering the settings to clear the message, and then tried to increase stimulation again to see at what value oor triggered. The pt had the ins changed out in (B)(6) 2022 due to the battery getting close to eos (see (B)(4) ¿ eri sooner than expected). The pt reported three medical symptoms that the rep was unaware of until today: pain chest described as zapping, a stinging sensation felt just sitting still, a pulling feeling when turning the head to the right, and a seizure when recovering after the surgery. The pt said the issues started following the replacement. The patient reported that impedance was in the normal range at the end of the surgery, post-surgery/post-seizure. There were changes to the impedance values, but the rep didn¿t have any details as the patient had the replacement done in tx. Pt programming was 6ma, 150pw, and 125hz for the right side. Rep didn't provide different settings but stated the left side was approx. The same values. The rep will send the reports following the appointment. Ts reviewed how ts ran calculations and determined that due to high settings, battery life seemed appropriate. Discussion is being had about the next steps and potential replacement of the ins and investigating the extensions to determine if those need to be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient had been doing really well with their ocd until the change in impedances occurred; the impedance issue was on the right lead contacts 8 and 9 they were being used. The physician had been trying different programming to see if they were able to get the reduction in their symptoms, but this hadn¿t happened yet. The rep was provided further battery longevity calculations but this was an estimate.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there were plans to replace the neurostimulator and extension on the right side where they were seeing higher impedance at 2,566 ohms. Both the patient¿s neurosurgeon and psychiatrist have concerns on how the demo longevity only report longevity in ¿12 months¿ when they have a patient with higher-than-average settings to better determine when true neurostimulator replacement should take place. In addition, the estimated battery remaining versus battery level value was confusing for the physician to grasp. Engineering was going to do a finer calculation to give a better context so the rep could present options to the neurosurgeon and psychiatrist when determining options for neurostimulator during explant. The patient was doing well on these settings: l0-: 3ma l1-: 0.5ma, pw 150, rate 130hz r0-: 6.0 ma ; 1-: 2.2ma, pw 150, rate 130hz.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported longevity calculations: at 5ma, 90 pw, 130hz: @860 ohms: 1yr 8 months; at 2500 ohms: <(><<)>1 yr, at 6 ma, 90pw,130hz @860 ohms: ~1yr 2 mon; at 2500 ohms: <(><<)>12 months.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the impedance issue didn¿t resolve. The rep and hcp tried programming around it but the patient didn¿t get the desired results, so they chose to use c 8-9- for the current time as it was providing effective therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.